Event description:
As reported by the user facility as conveyed through an independent third party: reports nurse forgetting to attach an asv for an infusomat and having a free flow incident. I believe intervention was taken but certain that the pt was not harmed. MFR ref 9610825-2013-00141.